Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was explanted. The recipient was reimplanted with another cochlear device. The device will not be returned for analysis. A review of the device history record was completed, and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly electing revision surgery for a technology upgrade to an MRI compatible device. Revision surgery has been scheduled.

Manufacturer narrative:
Additional information: sections b.3, d.6b, h.6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section h.6, h.10/h.11. Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and rework was noted; however, it is not believed to be related to the device return reason. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.